Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a physician from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). On an unreported date, the patient developed bacterial peritonitis. According to the physician, the patient suspected the excessive liquid (condense water) between the bag and the overpouch might have been the cause. It was not reported if the patient was hospitalized or received remedial treatment for the event. On an unreported date, the patient recovered. Action taken with extraneal viaflex was not reported. The physician did not provide an assessment of causality for the event of bacterial peritonitis in relationship to extraneal viaflex.